Event description:
Physician reported during intubation of pt using the clarus model 30001-10 pediatric endoscope in conjuntion with a 4.0mm cuffed endotracheal tube and oxygen a pneumothorax condition occured. Physician stated that there was no problem with the device at all.